Event description:
Additional information: physician suspected they might have dislodged the xen45 gts when they tried to lift some of the tenon's/conj off of the xen in attempt to try and keep it open for bleb formation. The xen45 gts has been explanted and patient underwent traditional trabeculectomy. Patient is currently taking "post-operative regimen of steroids (dexamethasone)." The event has been resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 61825 the event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: in order to minimize trauma to the eye and associated complications, it is essential that the gel implant is placed in the proper subconjunctival location. The following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported a right eye xen gel stent was laying in the subconjunctival space and not in the location that it was placed. Patient has emphysema and had a "coughing episode" the night before.